Manufacturer narrative:
Concomitant medical products: 100ml baxter bag din 00060208, lot number w8g27co, exp jul 19, 0.9% sodium chloride. The customer report of a leak at the connection between the end of the tubing and the needleless connector was confirmed. Visual inspection showed no anomalies. During functional testing it was observed that fluid was leaking out at the engagement between the primary set's distal luer end/exit and the maxzero valve. Inspection of the concomitant maxzero found a crack on the side that continued to the threads. The root cause of the customer's report was not identified.

Event description:
The customer reported leaking of fluid at the connection between the end of the tubing and the needleless connector four days after the start of the infusion. No patient harm was reported.

Event description:
The customer reported leaking of fluid at the connection between the end of the tubing and the needleless connector four days after the start of the infusion. No patient harm was reported.